Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the bilateral upper/lower abdomen, upper/lower flanks and inner thighs using a cooladvantage coolcore applicator, on (B)(6) 2018 to the bilateral lower abdomen and flanks using a cooladvantage applicator and the upper abdomen using a coolsmooth pro applicator and on (B)(6) 2018 to the upper flanks using a cooladvantage applicator and to the lower abdomen using a cooladvantage+ applicator. The patient developed paradoxical hyperplasia (pah/ph) of the upper/lower abdomen, inner thighs and lower flanks on an unspecified date in (B)(6) 2019 and was diagnosed on (B)(6) 2019. The tissue was described as slightly firmer than the non-treated areas with visible enlargement.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to the bilateral upper/lower abdomen, upper/lower flanks and inner thighs using a cooladvantage coolcore applicator, on (B)(6) 2018 to the bilateral lower abdomen and flanks using a cooladvantage applicator and the upper abdomen using a coolsmooth applicator and on (B)(6) 2018 to the upper flanks using a cooladvantage applicator and to the lower abdomen using a cooladvantage+ applicator. The patient developed paradoxical hyperplasia (pah/ph) of the upper/lower abdomen, inner thighs and lower flanks on an unspecified date in (B)(6) 2019 and was diagnosed on (B)(6) 2019. The tissue was described as slightly firmer than the non-treated areas with visible enlargement.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the bilateral upper/lower abdomen, upper/lower flanks and inner thighs using a cooladvantage coolcore applicator, on (B)(6) 2018 to the bilateral lower abdomen and flanks using a cooladvantage applicator and the upper abdomen using a coolsmooth applicator and on (B)(6) 2018 to the upper flanks using a cooladvantage applicator and to the lower abdomen using a cooladvantage+ applicator. The patient developed paradoxical hyperplasia (pah/ph) of the upper/lower abdomen, inner thighs and lower flanks on an unspecified date in (B)(6) 2019 and was diagnosed on (B)(6) 2019. The tissue was described as slightly firmer than the non-treated areas with visible enlargement.